Manufacturer narrative:
Result: the pet lock on the proximal end of the pc400 pusher assembly was intact. The coil was intact with the pusher assembly. The outer diameter (od) of the pc400 coil was measured to be within specification. Conclusion: evaluation of the returned devices revealed that the pc400 could be advanced out of the introducer sheath once it was flushed. In addition, the od of the pc400 coil was measured to be within specification. The pc400 and the px slim functioned as intended. The root cause of the complaint could not be determined. Pc400s are 100% functionally tested during in-process inspection. Pc400s and px slims are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using penumbra coil 400 coils (pc400 coils). During the procedure, the physician successfully deployed and detached two pc400 coils into the aneurysm using a px slim delivery microcatheter (px slim). However, in an attempt to advance a new pc400 coil through the px slim, the physician was unable to advance the pc400 coil pass the hub of the microcatheter. The physician removed the pc400 coil and completed the procedure using five new pc400 coils and the same px slim. There was no report of an adverse effect to the patient.